Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # l5477m. Cartridge, pan, drivers, one piece sled. Additional information requested and received: I understand that no staples were deployed and the gold plastic part of cartridge moved forward. When this happened, did the device cut? No. A pce60a (powered device) was reported, but the event states that the issue occurred on the second stroke of the firing. Can you please confirm the product code of the stapler (ec60a, sc60a, etc.) And/or at which point in the firing sequence the issue occurred? The device was pce60a. ¿the second stroke of the firing¿ was reported wrongly by the sales rep. The event occurred at the second firing. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The analysis results of the ecr60d found that it was received partially fired 1/2 consistent with an incomplete firing cycle and with alignment tabs damaged. Upon further analysis the cartridge pan, one piece sled and some drivers were noted to be damaged. The cartridge metal pan was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratches on the cartridge metal pan and the alignment tabs damaged are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stop tabs are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. For further loading instructions please refer to the echelon flex 60mm IFU.

Event description:
It was reported that during a laparoscopic anterior resection, the cartridge pan came off and it was left in the jaw at the 2nd stroke of the 2nd firing between the colon and the rectum. No staples were deployed and the gold plastic part of cartridge moved forward from the jaw. No pieces fell into the patient. Another cartridge was loaded into the same device and used to complete the case. There were no adverse consequences to the patient.